Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). Omsc received only photos of the device and omsc confirmed that the probe broke down. The manufacturing record was reviewed with no irregularities. The exact cause of this issue cannot be conclusively determined. Based on the similar cases with the same model, it is known that the reported event occur since the user outputs the device contacting with something hard or the probe and the jaw come into contact, which cases scratches because of wear of the ptfe pad. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-01117.

Event description:
Two subject devices were used during an uncertain procedure. The first device was reassembled because unk error message was displayed. Once the first device worked for a short time but unk error message was displayed again. And the ptfe pad of the device was separated. The procedure was continued with second device. During using the second device, there was error message "change device". But the user kept using the device. After that, the probe of the second device was broken off and the probe tip fell outside the patient body. The procedure was continued with another thunderbeat device. There was no patient injury reported. This report is regarding the second device.